Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown quantity of unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation (orif) where a proximal femoral nail antirotation (pfna-ii) system were applied due to femoral trochanteric fracture. During the operation, an unknown screws for side stopping were not inserted into the nail. Procedure outcome was unknown. It was unknown if there was a surgical delay and adverse event to the patient reported. This report captures the intra-op events, where an unknown screws for side stopping were not inserted into the nail, while related complaint (B)(4) captures the post-op events, where a proximal femoral nail antirotation blade was found to have a cut-out. Concomitant device reported: pfna-ii blade (part#04.027.053s, lot#l636770, quantity#1); pfna-ii ø11 xs 130° l170 tan (part # 472.106s, lot # l538070, quantity 1). This report is for unknown quantity of unknown screws. This is report 1 of 1 for complaint (B)(4).